Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The impedances has gradually increased since implant. It was noted there were pacemaker mediated tachycardia (pmt) episodes stored due to sinus tachycardia. Boston scientific technical services (ts) discussed troubleshooting options. This crt-d and ra lead remain in service. No adverse patient effects were reported.